Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm from her insulin pump during a bolus. The customer's blood glucose level was 256 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act and up buttons due to corroded keypad traces.